Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer also indicated that he pump powers off by itself. Customer's blood glucose was 200mg/dl at the time of incident. Customer does not have the pump with them at the time of the call and customer was advised to call back when they have the pump to further troubleshoot. No further details given.